Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and the rbc (red blood cell) diluent dispenser, pm2, was replaced to resolve the issue . (B)(4).

Event description:
Customer reported a large amount of air bubbles in the rbc (red blood cell) diluent dispenser when using the coulter lh 780 hematology analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.